Event description:
The customer reported a study drug bms-936558 35ml bag was programmed to infuse over 35 minutes and then a 25ml flush bag was programmed to infuse over 25 minutes. The two infusions infused over 73 minutes instead of the programmed 60 minutes, due to air bubbles in the set and overfill in the bag. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.